Event description:
Caller reported blood glucose results of 318 mg/dl on the advantage system and 140 mg/dl on a professional system within 10 minutes. Reported another comparison of blood glucose results of 293 mg/dl on the advantage system and a lab result of 100 mg/dl within 10 minutes. Customer reported treatment or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.